Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultra2 meter is giving inaccurate erratic readings. A no response was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with self adjusting insulin. The alleged inaccurate erratic issue began approx a month ago. The pt reported blood glucose results of "350 and 170 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Per the reported meter readings obtained on the subject meter, the pt took his usual dose of insulin. Sometime after the onset of the product issue, the pt reportedly developed symptoms of "lightheaded and sweating." The pt did not receive any medical treatment that would suggest the pt had acute complication of diabetes. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, foot intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing process was correct, the same approved sample site was used, the test strips are within the discard date and in good condition, and there was no control solution to perform a quality control test. This complaint is being reported because the reporter claimed that the pt had symptoms that can be associated with hypoglycemia after the product issue began. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.